Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death and whether the death was considered to be device or therapy related was not provided by the customer. Due to patient privacy the managing hospital would not communicate further information on patient outcome. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.